Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information was available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that pt was placed on va ECMO after the pt decompensated due to a suspected device thrombus. The pump was continually alarming and she wanted to know how to silence the alarms. The vad coordinator was instructed in using the extended alarm silence. The MFR's clinical consultant also cautioned the vad coordinator that if the pump was shut off completely and there was still flow in the device it would cause retrograde flow and exacerbate the pulmonary edema. If there was a clot in the pump it may eventually grow large enough to occlude all flow and the pump may shut off completely. Additional info was received from the vad coordinator that the pt expired 3 days later due to multi-system organ failure secondary to heart failure exacerbations.